Event description:
A report was received that the patient was having difficulty charging the ipg. It was mentioned that the pocket site was swollen and filled with fluid. It was also noted that the physician had previously drained the pocket site.